Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The technician was able to duplicate the reported heat and noted corroded driveshaft bearings.